Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a travel coarse error occurred during occlusion test and top case needs to be replaced. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were missing or broken upon receipt, but there was no external damage noted. Error codes were found in the ehl (event history log). The customer reported problem could not be repeated during the investigation because of motor rate error during the occlusion tests. Root cause of the reported event could not be determined but appears to be from use and the parts were over five years old. Replaced clutch halves left and right, replaced the leadscrew and spring as preventive measure, and replaced the motor assembly for the motor rate issue. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: there was no patient harm and device was not in use on a patient when it failed. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.